Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was tested with no spi to motor pic communication error alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected pump error alarm. Blood glucose value was in the low 100's mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.